Event description:
It was reported that a vena cava filter was retrieved just hours after implant, due to alleged sideways tilt and perforation. Reportedly, the deployment went fine and the position of the filter on fluoro was good. The pt was sent home. That night, the pt called stating severe abdominal pain. The pt was sent to the hospital, where a cava gram was done. It was then, that the alleged tilt and perforation were found. The filter was successfully retrieved and the pt remarked that the pain was gone. Reportedly, the filter was implanted, because the pt was scheduled for ankle surgery and was taken off coumadin, which was prescribed for dvt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The filter was not returned for eval, as it was discarded by the facility. The investigation is currently underway.